Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door winch cable guide was not moving, causing the winch cable to stack on itself. The cable was damaged. Winch kit was replaced which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during spinal fusion procedure, the door of the imaging system would not open when trying to open the door to remove the system from around the patient. It was reported that the door opened halfway but was open enough to remove it from around the patient. The procedure was completed with the use of imaging. There was no delay to procedure. No known impact on patient outcome.